Event description:
This is a report by a consumer in the USA of bad constipation, "infection attached to tubing", and peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. On an unreported date in 2012, the patient began treatment with dianeal pd4, 4.25%, ambuflex and dianeal pd4, 2.5%, ultrabag therapies (doses, frequencies, and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Initially, the consumer contacted baxter technical services (bts) regarding an unrelated alarm on the homechoice (hc) device and reported the following information. On an unreported date, the patient experienced bad constipation and the patient wanted to end therapy. The bts representative assisted the patient to end the treatment. No further clinical information was provided at the time of the initial call. During a follow up call regarding the unrelated alarm, the home patient (hp) reported the following. On an unreported date, the hp stated she "had infection attached to tubing" (further details were not provided). The hp reported, due to this event, she experienced peritonitis on (B)(6) 2012 and was hospitalized for the peritonitis on the same day. Treatment rendered was not reported. At the time of this report, the hp reported she was recovering from the peritonitis event. The hp reported dianeal therapies were discontinued (date unspecified). No further information was provided. On (B)(6) 2012, baxter product surveillance received additional information from a peritoneal dialysis nurse (pdn). The pdn confirmed the peritonitis event, clarified it was not a catheter related infection, and further stated the peritonitis was caused by a use error by the patient (details were not provided). The pdn stated the hp was a pd patient with them for several years (dates not specified), she then received a kidney transplant (date unspecified), the kidney transplant failed (date unspecified), and the patient recently became an emergency pd patient to them (date and details were not provided). The pdn stated the patient has a history of non-compliance with aseptic technique for pd therapy and also is immunocompromised which makes her more susceptible to infections. Per the pdn, the patient's immunocompromised condition is due to having to be on anti-rejection drugs (unspecified) and further stated, the hp also has lupus (unspecified). The pdn stated they have re-trained this patient multiple times in proper aseptic technique (dates not provided). The pdn reported on an unspecified date, the patient's pd catheter was removed and the hp was placed on hemodialysis. Per the pdn the patient is currently on hemodialysis and therefore, is no longer a pd patient at their clinic. The pdn reported the patient recovered from the peritonitis event. The pdn confirmed that the peritonitis was caused by an unspecified use error and not related to a baxter device or solution.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. This complaint is for a report of a use error - breach in aseptic technique and peritonitis. The complaint is confirmed because the nurse reported break in aseptic technique by patient. The assignable cause for the break in aseptic technique is not determined. A labeling review was performed which found the labeling adequate for the use error in this complaint. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.